Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the implantable drug infusion device. The drugs being delivered were fentanyl and bupivacaine with unknown concentrations and doses. The reason for use was failed back surgery syndrome and spinal pain. It was reported that there was an empty reservoir alert/code of 8286 on the personal therapy manager (ptm). The ¿ptm is going off and has alarm¿. The issue occurred on (B)(6) 2018. Caller said when they turn the ptm on the date that shows as the refill date is (B)(6) 2018 and it shows that the alarm started on (B)(6) 2018 at 1:56. The patient's refill is scheduled for (B)(6) 2018. The patient has been in the hospital, yesterday ((B)(6) 2018) ¿the patient's heart rate went crazy and he was in afib¿. The caller was redirected to the healthcare professional (hcp) to discuss the empty pump and for a refill. Caller said she called the clinic and they told her there was no way the pump was empty and recommended the caller call the manufacturer. She was given a local number to call, caller said she left a message at the local number and did not get a call back. There were no symptoms reported. There were no further complications reported/anticipated.